Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was reported to be saccular and vessel morphology is unknown. It was reported that the stent graft was successfully implanted. The patient tolerated the procedure well and was taken to the recovery room in stable and satifactory condition. It was reported to medtronic that the patient had a heart attack and expired.